Manufacturer narrative:
The device was not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that when attempting to deploy this transcatheter bioprosthetic valve, left ventricular function decreased and hypotension occurred when the valve crossed the annulus. Cardiopulmonary resuscitation (CPR) was initiated and a balloon aortic valvuloplasty (bav) was performed. The valve and delivery catheter system (dcs) were removed from the patient. The patient expired without the implantation of the valve. It was reported that no effusion, rupture or left ventricle perforation was noted. The physician did not report a specific cause of death, but stated it was possible that a myocardial infarction (mi) occurred. An autopsy was not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.